Event description:
Same case as MFR's #: 6000093-2004-01095, 6000093-2004-01096. It was reported that approx 2 days after a coronary drug eluting stenting treatment procedure, the pt was found to have sub acute thrombosis with occluson of the vessel proximal to the stented area. In 2004, the physican successfully implanted three taxus express2 8.8% drug eluting stents (2.5 x 24 mm, 2.75 x 12 mm and 3.0 x 20 mm). This intervention was performed on an emergency basis for a very long, tight lesion in the lad. During this procedure no lesion were noted in the circumflex. No procedural complications were reported. While under observation in the intensive care unit 2 days later, the pt developed acute chest pain and the vessel was found to be occluded proximal to the stented area. The physician dilated the lad with a 3.0 x 18 mm power sail balloon with improvement of blood flow through the vessel. A new lesion was noted in the circumflex and the physician successfully implanted a taxus express2 8.8% 3.5 x 16 mm drug eluting. The pt status is unk. No additional info is available, despite several requests.